Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During the pre-use check, the user observed a leakage from the stopcock joint when he attempted to inflate the internal carotid balloon with saline. This device was not used on the patient.